Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 4.6 inr. The corresponding lab result reported was 2.2 inr. The pt is to have another visit in 2006 and will be retested. The dr did not change any medications. The device was replaced and requested to be returned for eval.